Manufacturer narrative:
The cause for the discordant vancomycin result is unknown the instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant advia centaur vancomycin results were obtained for four patient samples when tested on lot # 187 and 188. The qc was out for lot #187. The operator switched to lot 188 and reran the four patients. The repeat results were lower. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant vancomycin result.